Event description:
On (B)(6) 1995, I had a liver transplant followed by incisional hernia surgery on (B)(6) 2001. My abdomen has protruded since the gore-tex dualmesh 18 x 24 cm was installed. Over the past 4 years, the mesh has gotten hard and heavy. I went to see dr (B)(6) hospital. Post transplant clinic, (B)(6) and he told me that I don't have a hernia anymore. He referred me to another to see about removing it but the doctor told me that insurance wouldn't pay to remove it. It bothers me both physically and emotionally, so I am writing to ask if others have complained: if so, is there any resolution? On (B)(6) 2014, I contacted w. R. Gore (gore medical), MFR of dualmesh, to ask him if they had other complaints. Ultimately, they referred me to (B)(4), product surveillance coordinator #(B)(4) was very professional; however, he wasn't able to help me. I gave him as much info as I could, however, he was not able to communicate with the doctors. On (B)(6) 2014, he sent me a final notice stating that there was nothing they could do if they couldn't speak with the doctors. I know it's hard to get doctors on the phone, but it doesn't prohibit him from writing to them. The mesh is ultimately going to affect my breathing if it continues to grow in size and weight. Please help.